Event description:
It was reported that the system 9800 would not operate as a fluoroscope during a procedure. The system was replaced and the procedure completed without further incident. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was discovered that an interconnect cable had two pins receded into the housing of the lemo connector. The cable was repaired. The system was tested and found to be working as intended and placed back into service.